Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high impedance was observed on the right ventricular (rv) lead. It was also noted the capture threshold could not be measured. The rv lead was removed and replaced with no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead revealed no anomaly. Electrical testing did not indicate any conductor fractures or internal shorts. The event of high lead impedance and failure to capture were not confirmed.